Manufacturer narrative:
Date of event, corrected data: additional information was received which changed the date of event.

Event description:
Further follow-up revealed that the lead was discarded and will not be returned for analysis. The nurse practitioner indicated that x-rays were taken and showed no acute cardiopulmonary abnormalities. The nurse practitioner also indicated that the vns therapy was programmed off. It was reported that it is unknown if the patient's pain at the generator site was associated with stimulation because the patient was reported to have an impaired memory as well as comprehension. The nurse practitioner reported that there was no patient manipulation or trauma that occurred that could have caused or contributed to the high impedance reading. The implant card was received by device manufacturer which confirmed the lead was replaced on (B)(6) 2013 due to lead discontinuity.

Event description:
Reported indicated that device diagnostic testing has resulted in high lead impedance (7921 ohms). The nurse practitioner indicated that the patient has been experiencing pain at the generator site and revision surgery was scheduled. Further follow-up revealed that revision surgery was performed on (B)(6) 2013 and the lead was replaced. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.